Event description:
The customer reported to philips healthcare that the display of the device was blank. They could hear the device was powered on in the background. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.